Manufacturer narrative:
This report is submitted on may 17, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the clinic, the patient experienced recurrent infection with granulation, cellulitis, access and purulent discharge at the implant site. Subsequent, the patient was treated with two courses of oral antibiotics on (B)(6) 2015.